Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was reformatted, the software was reloaded, and the system retrieved the images. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not retrieve saved images. No pt injury was reported.